Event description:
Customer reported she had a severe hypoglycemic event and was requesting training. Customer reported the 6mm cannula is always bent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.